Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer called concerned with test results from results obtained of 159, 222, 236, 279 and 173 mg/dl. The customer stated her expected fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/18/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 159mg/dl date: (B)(6) 2026 time: 10:43am fasting am. Result 2: 119mg/dl date: (B)(6) 2026 time: 6:28pm fasting pm. Result 3: 222mg/dl date: (B)(6) 2026 time: 11:10am fasting am. Result 4: 236mg/dl date: (B)(6) 2026 time: 11:25pm fasting pm. Result 5: 279mg/dl date: (B)(6) 2026 time: 10:24pm fasting pm. Result 6: 173mg/dl date: (B)(6) 2026 time: 11:03am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.